Manufacturer narrative:
Concomitant medical products: 5071-53 lead ,implanted: (B)(6) 2004; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both left ventricular (lv) leads and right ventricular (rv) lead had rising threshold measurements. The leads remain in use. No patient complications have been reported as a result of this event.